Event description:
It was reported that the user experienced a low glucose event and received an urgent low alert, observed a blood glucose of 78 mg/dl with a belief it reached 70 mg/dl, and self-treated with fast-acting carbohydrates, after which glucose stabilized to 126 mg/dl; troubleshooting and education were completed regarding low glucose and rapidly falling glucose. Investigation included complaint handling, user interview, and review of reported glucose trends. Further investigation of this case revealed user-reported hypoglycemia with rapid glucose decline, with no device malfunction identified based on available information. Symptoms included feeling generally unwell and recognizing typical hypoglycemia sensations. Outcomes included transient hypoglycemia without hospitalization or medical intervention. It was concluded that, based on previously established findings for similar reports, the event was consistent with hypoglycemia of unclear cause and that the device functioned as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.